Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd insyte¿ autoguard¿ catheter needle failed to retract. The following information was provided by the initial reporter: "vad- insyte autogard-we have had a second insyte autogard 24 x 1/2 malfunction. The needle does not retract as it is intended/made to do. The cannula and the needle are both left exposed."

Manufacturer narrative:
Investigation summary: a physical sample was not available for investigation but bd was provided with two photos of the issue for evaluation. A review of the device history record could not be performed as the reported lot was unknown. Our quality engineer reviewed the provided photos and observed that the needle had pierced through the catheter tubing. Based off the provided photos the engineer was able to verify the defect of needle through catheter but could not determine if the needle failed to retract. To determine if there was retraction failure a physical sample would need to be made available. Due to the visible evidence in the provided photos the engineer determined that the device had been used and the most likely root cause was user related as the device would be unusable if received in this state.

Event description:
It was reported that the unspecified bd insyte¿ autoguard¿ catheter needle failed to retract. The following information was provided by the initial reporter: "vad- insyte autogard-we have had a second insyte autogard 24 x 1/2 malfunction. The needle does not retract as it is intended/made to do. The cannula and the needle are both left exposed."